Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump no flow alarm was not functioning as expected. They stated it failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump no flow alarm was not functioning as expected. They stated it failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. (B)(4).